Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a displayable history crc check failed on startup alarm on the insulin pump. Customer had the pump clipped to her belt and was not at home. Customer stated that the pump made a weird noise and then she received the alarm. Customer stated that the screen cleared and she had to reset the time and date. Customer changed the batteries two weeks ago and it alarmed a failed battery test alarm. Customer's blood glucose was 210 mg/dl at the time of the incident. Customer stated that a temp basal was not programmed before the alarm. Customer stated that the pump was not stored without a battery or a dead battery for an extended period of time. Customer stated that the pump is not in the spanish language. It was explained that this is normal pump behavior since there was only 1 occurrence of the alarm. The pump also passed the self test. Customer declined troubleshooting for the failed battery test alarm.